Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced high defibrillation thresholds. Also, the patient received an inappropriate shock. During the device replacement procedure to implant a high energy device, a possible lead fracture was noted. The defibrillation lead was surgically abandoned and replaced with another guidant defibrillation lead.